Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue recurs.